Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth encroached onto the tissue at the outflow aspect, folded the free margin of leaflet 2 towards the outflow aspect and created a gap between leaflets 1 and 2. Host tissue also folded the free margin of leaflet 3 towards the outflow aspect and created a gap between leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was heavy at the stent outflow and moderate at the stent inflow. Host tissue fused leaflets 2 and 3 on outflow aspect. Moderate calcification was observed within the cusp areas of leaflets 1 and 3. Free margin of all leaflets also exhibited moderate calcification near the commissures. Leaflet 1 was torn approximately 1mm at commissure 1 and 2mm at commissure 2. Calcification was evident near the tears. The x-ray demonstrated calcification and wireform distortion. Commissure 2 was bent. The damage was most likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth). The customer report of "pannus overgrowth" was confirmed. Host tissue and calcification restricted mobility in the leaflets and led to stenosis. The cause of the reported stenosis is most likely due to patient related factors. However, no patient history has been made available. Therefore, we are unable to determine conclusively the root cause for the stenosis of this valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards received information that a 31mm mitral pericardial valve, implanted for approximately five (5) years, was explanted due to degeneration secondary to pannus overgrowth observed at explant. A model 7300tfx-31mm mitral valve was implanted as a replacement. No complications were reported for this patient. Patient status reported as stable.